Manufacturer narrative:
(B)(4). The device evaluation was inadvertently omitted from the initial medwatch. Device evaluation: the reported condition was confirmed but not duplicated. The assignable cause was depleted main batteries. The main batteries have been replaced. Additional: a service history review revealed that this device was previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. The root cause investigation is in progress through (B)(4).

Event description:
The customer reported a colleague infusion pump with a battery problem. The reported condition was identified during biomedical testing. During the product evaluation at baxter, it was discovered that a battery depleted set alarm occurred during infusion, which caused an interruption during delivery. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available. The user interface module master software version is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.